Event description:
Reportedly, a total of three stents were used to cover a long lesion in the external iliac. The third stent deployed fine and on target, then when withdrawing delivery system, tip of catheter must have gotten stuck on stent, as stent was dragged distally. Another stent deployed to ensure coverage of the lesion. No further information available.

Manufacturer narrative:
Device not returned.